Event description:
Information was received that this right ventricular (rv) lead was surgically abandoned as the lead was dislocated from the pericardium. A new lead was implanted. This rv lead was no longer in service. No adverse patient effects were reported.